Event description:
It was reported that during a pacemaker replacement on (B)(6) 2025, it was noted that this lead demonstrated inappropriate parameters. The physician noted that the lead was fractured into two separate pieces. Half of the lead was successfully implanted; the other half was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to make an update in the h6 impact codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a pacemaker replacement on (B)(6) 2025, it was noted that this lead demonstrated inappropriate parameters. The physician noted that the lead was fractured into two separate pieces. Half of the lead was successfully implanted; the other half was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated. At this time, no further information is available. Should additional information become available this report will be updated.